Event description:
It was reported that this implantable pacemaker exhibited high capture threshold. It was also mentioned that there is occasional ineffective stimulation due to failure to capture. In addition, the patient experienced syncope and was hospitalized due to an episode showing failure to capture due to the high capture threshold as the patient is dependent on the right ventricular (rv) lead pacing. The decision was made to reprogram the device and will continue to be monitored on latitude. Further analysis and recommendations were requested to technical services (ts). Upon ts review of the device data, troubleshooting recommendations were provided for this case. It was also discussed that due to the reported programmed amplitude and the threshold on the day the patient experienced syncope, there was no adequate safety margin to support bradycardia support. The pacemaker system remains in service. No additional adverse patient effects were reported.